Event description:
The following report was received from the affiliate: during a ptca procedure of a 90% stenosed and moderately calcified lesion, after the 3.5x23mm cypher des was delivered to the target lesion, pressure was applied to inflate the balloon, however, the balloon did not inflate. The physician observed leakage of contrast medium, therefore, the device was withdrawn from the pt and another cypher des was used to finish the procedure. There was no reported pt injury. Physician's comment: the physician was considering the balloon to be defective prior to use and would like the event investigated.

Manufacturer narrative:
The file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device is distrubuted outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.